Manufacturer narrative:
The device was returned for evaluation. The returned set confirmed the presence of black spots adhered to the interior wall of the drip chamber. Measurement of the black spots identified zero (0) sets as out of specification. The adhered spots observed during evaluation were confirmed to be embedded within the drip chamber. ICU medical has completed its investigation and determined that these represent discolored material originating during the molding process and embedded within the drip chamber wall. These findings are not consistent with foreign or biological contamination, and testing demonstrates that the material does not dislodge or migrate. Functional flushing of the set resulted in no loose residual particles. The reported complaint of black spots in the drip chamber can be confirmed. The cause of the black spots in the drip chamber is due to discoloration of the pvc material during the molding process. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.

Event description:
The event involved a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch. It was reported that the IV tubing set drip chamber had black specks. There're no patient involvement and harm as the product was unopened.